Manufacturer narrative:
Device evaluation: the product was returned to the manufacturing site for evaluation. Product evaluation was performed under magnification. The handpiece was received with the plunger rod retracted. The cartridge presented with viscoelastic residue dispersed through the cartridge indicating that an adequate amount was used. No material was identified in the cartridge. The lens module was inspected and no damage or material was identified; however, viscoelastic residue was identified below the lens module indicating an excessive amount could have been used. The device assembly was inspected and no issues were identified. Gauze in a sterilization pouch was received and material was circled on the gauze. The material was sent for further evaluation and six possible matches were found. A failure investigation was initiated due to the foreign material reported. Potential and indirect exposure to cellulose material is possible during the manufacturing process (i.e. Processing aids). However, throughout the manufacturing processes there are various process controls (cleaning processes, visual inspections (microscopes 10x), environmental controls (clean room class 7), manufacturing processes executed on laminar flow hood, visual criteria certification) that identify and discard a unit with this kind of issues. Therefore, the origin of the particle could not be determined. Based on the investigation results, it could not be determined that the reported issue was related to the manufacturing process. Based on the investigation results no additional action and/or escalation within the quality system is required. Johnson and johnson will continue to monitor this type of event. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a blue fibrous matter had been microscopically observed on the back surface of the preloaded intraocular lens (iol) when lens implantation was almost completed. The substance was removed from the eye by hooking it with the plunger rod. The incision was not enlarged. The iol remains implanted. There has been no secondary damages, such as endophthalmitis or visual impairment, as per the one week postoperative check-up the patient has not presented with any inflammation. No patient injury has been reported. No further details were provided.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.